Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 143 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: bearings; magnet; slide; spring / mechanical problem identified; wear problem. 1 device: bolt / mechanical problem identified. 1 device: bolt / device migration. 1 device: bolt; tube / mechanical problem identified. 1 device: cap / mechanical problem identified. 3 devices: caster / device migration. 41 devices: chassis/frame / mechanical problem identified. 8 devices: chassis/frame / device migration. 2 devices: chassis/frame / deformation problem. 6 devices: circuit board / electrical/electronic component problem identified. 1 device: circuit board; connector/coupler / electrical/electronic component problem identified. 1 device: clamp / device migration. 3 devices: fastener / mechanical problem identified. 5 devices: fastener / device migration. 2 devices: fastener; socket / device migration; mechanical problem identified. 1 device: locking mechanism / mechanical problem identified. 1 device: locking mechanism / device migration. 1 device: locking mechanism / wear problem. 7 devices: pin / wear problem. 1 device: pin / device migration. 10 devices: rod/shaft / deformation problem. 5 devices: rod/shaft / mechanical problem identified. 3 devices: rod/shaft / device migration. 1 device: screw / device migration. 4 devices: socket / mechanical problem identified. 2 devices: spring / device migration. 1 device: switch/relay / electrical/electronic component problem identified. 1 device: tube / mechanical problem identified. 1 device: tube / dust or dirt problem identified. 18 devices: weld / deformation problem. 3 devices: weld / mechanical problem identified. 1 device: wheel / device migration. 1 device: hydraulic system / mechanical problem identified. 1 device: chassis/frame; sensor / electrical/electronic component problem identified; mechanical problem identified. 1 device: rod/shaft / deformation problem; device migration. 1 device: rod/shaft / dust or dirt problem identified. 1 device: socket / dust or dirt problem identified. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results). 2 devices: appropriate term/code not available/no findings available. 6 devices are pending evaluation. Evaluation results findings (components/results). 6 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 151 malfunction events(s), where it was reported the devices experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.